Event description:
During the course of cervical spine surgery, the o-arm of the medtronics imaging system lost connectivity and failed to respond. The patient required physical removal from the o-arm when the manual opening failed as well. The surgery was eventually completed; no discernable harm noted to the patient.====================== health professional's impression======================loss of power and subsequent manual failure prevented easy access/positioning of the patient intraoperatively.